Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had broken out in a rash on her back, under the front therapy electrode pad, and all around where the garment sits. The irritation was described as welts, raised bumps, red, and itchy but not painful. The patient's physician prescribed benadryl and a hydrocortisone cream for the rash. Follow-up indicated that the rash had improved.